Event description:
A pt underwent aaa repair on (B) (6) 2010. The patient's proximal neck was short (13 mm) and extremely angulated (80 degrees). The contralateral (right) access vessel was also extremely angulated. Therefore, the pt's anatomical form was not suitable for aaa repair. The procedure was conducted as prescribed. Final angiography revealed a proximal type I endoleak (1820334-2010-00216) and occlusion of the right internal iliac artery. To achieve patency of internal iliac artery, the physician tried to push up the iliac leg by ballooning, but it was unsuccessful. To treat the endoleak, the physician placed a body extension at proximal neck. Confirmatory angiography showed decreased endoleak. Although the endoleak remained, the physician thought it would be resolved after heparin neutralization. The pt's current status is unk as not provided by reporter.

Manufacturer narrative:
(B) (4). Occlusion is listed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." "The zenith flex aaa endovascular graft with z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description. The physician is documented as stating: "the patient right access vessel was extremely angulated, so it was difficult to determine the bifurcation of the internal iliac." Although, images of the case were not returned for investigation, it appears that the device was used outside the indications for use in this case. We will continue to monitor for similar complaints.